Manufacturer narrative:
The lot number is unknown and the product is not made available for evaluation at this time. The information about patient and initial reporter as well as the other information required to submit were not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on feb. 12, 2018. Report number: mw5074778. The event description was: "marginal corneal ulcer due to contact lens abuse of a lens she purchased on-line without a prescription."